Event description:
Implant did not work as planned. Implant didn't expand correctly during the surgery. Another implant has been used with success. No adverse pt consequence was reported.

Manufacturer narrative:
Technical discussion with memometal and the sales rep concluded that the implant probably didn't expand correctly during the surgery due to a bad temperature management from the surgeon. Historical data analysis confirmed that the batch was conformed to memometal specification. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.